Manufacturer narrative:
510(k)#: k011369 / k122558. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one ultrasafe x225l png clear has been found experiencing safety mechanism failure before use. The following has been provided by the initial reporter: device not locked after activation test: during ipcs, we performed an activation test. One ultrasafe was not locked after being activated.

Manufacturer narrative:
Investigation: sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. Retain samples were tested and no problems were found. The returned sample had the safety device activated but was damaged with a bent trigger finger.

Event description:
It has been reported that one ultrasafe x225l png clear has been found experiencing safety mechanism failure before use. The following has been provided by the initial reporter: device not locked after activation test: during ipcs, we performed an activation test. One ultrasafe was not locked after being activated.